Event description:
Pt brought in by ems with an 18 gauge catheter. Noted a small amount of blood in left antecubital and when went to take b/p, noted large amount of blood. Undressed IV site and noted that catheter was detached from hub. Was able to pull the catheter from the arm in one piece. No negative effects noted.